Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.

Event description:
It was reported that during laparoscopic cholecystectomy procedure, the doctor fired the device and on inspection the clip wasn't closed and slightly crossed on the 2nd firing. The first firing was fine. There were no unusual circumstances in the patient and no unusual tissue or bile duct that the surgeon could see. The surgeon wasn't putting any force or pressure on the device. The surgeon has kept the device and the clip for inspection. Procedure was completed with same like product. No adverse patient consequences were reported.

Manufacturer narrative:
(B)(4). Jaws the device was returned for analysis and upon inspection the jaws were found to be in a yielded condition making the device non-functional. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.